Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, under infuses was not reproduced. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Evaluation sent device to flow lines for flow testing at 40 ml/hr for 60 mins at 40 vtbi with the results of 40.824 and passing error percentage of 2.06%. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.